Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device.

Manufacturer narrative:
The two referenced (wa22302d) electrodes were returned to olympus for evaluation. A visual inspection of the second electrode confirmed the loop of the electrode was fractured at the middle portion of the wire, however, the loop wire was not suspected to have any missing fragments. The evaluation could not perform a functional test due to the as-received condition of the electrode. No other irregularities were observed on the electrode¿s insulation posts, shaft or proximal end. Based on the reported information, the most probable cause of the reported event is attributed to operational error/use of non-compatible instruments. To reduce the risk of patient/user injury the instruction manual provides the following warning statement, ¿use only compatible equipment listed in this section. If other combinations are used, the full responsibility is assumed by the user. Future products may also be compatible. For further details contact an olympus representative.¿

Event description:
Olympus was informed that loop of two bipolar resection electrodes (wa22302d) broke off inside the patient during a (turp) transurethral resection of the prostate procedure. The loop wires were retrieved from the patient after x-ray procedure. It was later reported that the bipolar electrode was being used in monopolar settings. The procedure was completed using a different electrode (a22251c). No patient injury was reported. Report 2 of 2.